Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that an unknown out of range impedance measurement on this pacemaker and right ventricular lead triggered the lead safety switch. There was also noise noted on the stored electrograms. A technical services consultant discussed the lead safety switch function with the field representative and indicated that since lead measurements are good, the noise may be due to an issue with the lead configuration. Subsequent information was received that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, review of stored device memory noted ventricular tachycardia (vt) events that didn't appear to be noise, but were suspected to be loss of capture (loc). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a hole in the rv+ seal plug and body fluid contamination in the rv+ setscrew port. All setscrews were noted to operate appropriately. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the cause of the reported noise was due to the hole in the rv+ seal plug. Laboratory analysis did not confirm the remaining reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the vt was due to noise, oversensing as well as some loc. A chest x-ray was ordered, however, no additional information has been able to be obtained from the physician at this time. No interventions, reprogramming or invasive, have been undertaken at this time.